Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377760, lot# v002504, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v002504, implanted: 2006 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown; product type lead product ID 377760, lot# v002504, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v002504, implanted: 2006 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported intervention performed was a placement of bilateral spinal cord stimulator electrodes. When responding to the question "were all parts of leads explanted?", n/a was written. It was reported this helped neuropathic pain but not mechanical pain.

Event description:
It was reported that the patient¿s leads were revised eight years prior to report due to a break resulting from a fall. It was noted that the caller reported ¿many falls.¿ additional information received reported that the manufacturer representative did not know the serial number of the leads that were broken and revised/replaced. It was noted that the date of revision/replacement was ¿not scheduled yet.¿ in response to the question ¿did the patient recover fully and receive effective stimulation post revision/replacement¿ the manufacturer representative wrote ¿n/a.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Based on further evaluation of the event the following code change was made: deleted device code (B)(4).

Event description:
Additional information received reported that the manufacturer representative no longer worked for the manufacturer as of (B)(6) 2014 but the ¿last thing they vaguely knew¿ was that there was ¿some kind of lead issue going on.¿ it was noted that was ¿all they knew.¿

Manufacturer narrative:
.

Event description:
Further review of the event indicated that the following information which was previously reported should have been reported in manufacturer report # 3004209178-2014-05262: additional information received reported that the manufacturer representative no longer worked for the manufacturer as of (B)(6) 2014 but the last thing they vaguely knew was that there was some kind of lead issue going on. It was noted that was all they knew. Follow up pertaining to "some kind of lead issue" will be conducted in manufacturer report # 3004209178-2014-05262.

Manufacturer narrative:
(B)(4).